Event description:
A pt was treated on 04/22/1997 into the vermilion of the upper lip and the nasolabial folds. Within 45 minutes of treatment, patient developed swelling of the upper lip, angioedema, and facial swelling. Physician states that the upper lip was 2 inches thick. Physician believed the symptoms were related to collagen hypersensitivity and administered intramuscular injections of solu-medrol and kenalog. On 04/23/1997, physician administered an additional im injection of soul-medrol. Patient's symptoms had completely resolved by 04/25/1997.